Event description:
Please see section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: a single radiographic image was provided for review. It is not labeled as to date or time. It is an ap subtracted right ica dsa with contrast. It shows a small, about 2mm, right ica aneurysm just across the ophthalmic artery. No devices were observed on this image. The image does not help understand the issue described in the complaint. The investigation found the stent returned within the balloon catheter. The balloon was found kinked at 117cm from the strain relief; however, the stent was able to fully open upon deployment from the balloon without issue. The investigation of the returned stent system did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the balloon could not identify the conditions or circumstances that led to the kink, but this damage is consistent with the device experiencing forces over specification and would not have caused or contributed to the reported stent expansion issue. The torturous anatomy may have caused or contributed to the reported event; however, this investigation could not replicate the anatomical environment to test and assess the device in the exact conditions experienced during the procedure.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported for an ica coil assisted procedure. Patient's vessel is severely tortuous. Coil assist using a balloon did not go as planned and during the deployment of the lvis evo stent using the balloon, the lvis was deployed by covering the aneurysm neck at ica distal portion leaving 1/3 of the proximal portion unfolded. Another product was used to finish the procedure. The patient was reported to be stable.